Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. The customer reported they would contact their healthcare provider regarding an alternate form of insulin therapy.